Manufacturer narrative:
The pump has been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter stated that the pump battery life was shorter than expected. The battery compartment was also allegedly cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/25/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/11/2014 with the following findings:a review of the pump black box data confirmed frequent low battery warnings. During a visual inspection of the pump, the battery compartment was found to be cracked. Current draws measured within specifications.